Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that the catheter was leaking just below the hub where the catheter is joined. It was placed correctly, without any complications and still there was a leak. The pt was not harmed but they had to stop the procedure and start over. The customer reports the pt was on extra corporeal membrane oxygenation (ECMO), a highly intensive treatment modality during which the blood of the pt is heparinized in order to avoid thromboembolic complications. The customer reports it was very dangerous to exchange these umbilical catheters during ongoing treatment. The customer further reports that chloride hexidine was used to clean the area and the area was completely dry prior to insertion. The uvc was inserted into the umbilical artery (B)(6) 2012, and was not difficult to secure. The customer reports the uvc was secured by suture around the base of the umbilical cord with the strips attached to catheter. The customer further reports that the single lumen was used for continuous feed with 0.5 ml of saline per hour. The uvc was removed and immediately replaced with another single lumen catheter. The customer reports that the pt is alive and well.